Event description:
Same case as MFR report #s: 2134265-2010-02722, 2134265-2010-02725. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. Two lesions were identified, one in the left anterior descending artery (lad) and one in the diagonal artery. Vascular access was obtained through the radial artery. The lesion in the diagonal was treated first. A 3.0x16mm promus element stent was advanced to the lesion in the diagonal artery and implanted. Second, the lesion in the lad was treated. The de novo lesion measuring approximately 3.0mm in diameter and 18mm in length was located in a non-calcified and non-tortuous lad. The lesion was predilated with a 2.5x15mm apex balloon. A 3.5x20mm promus element drug eluting stent was advanced to the lesion in the lad and deployed at nominal atms. A 3.5x15mm quantum maverick balloon was used to post-dilate the lesion. Angiography performed after post-dilation revealed a dissection proximal to the stent. A 4.0x8mm promus element drug eluting stent was deployed at nominal atms in the ostium of the lad into the left main artery (lm) to cover the dissection. Some of the stent struts were covering the left circumflex artery (lcx) and the struts were opened with balloon angioplasty. When the physician was post-dilating the 4.0x8mm promus element drug eluting stent, the physician noted that the stent compressed longitudinally from the proximal to distal direction. A further dissection in the lm was also noted at this time. A 4.0x12mm promus element drug eluting stent was deployed at nominal atms to cover the dissection and overlapped the previously implanted 4.0x8mm promus element drug eluting stent. Via angiogram the stent struts at the location of the overlap appeared deformed and the physician could not determine to which stent the deformed struts were attached. The overlapping stents were postdilated and a satisfactory result was obtained, although the struts at the point of overlap appeared "squashed." No further patient injuries or complications occurred. Patient status is listed as "stable."

Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)